Event description:
It was reported that during a clinical check the implantable pulse generator (ipg) had encountered device battery depletion during warranty time, and premature battery depletion was suspected. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).